Event description:
Patient had therapeutic thoracentesis ordered to remove pleural fluid. When radiologist assessed the safe-t-centesis drainage tray, the catheter was cinched. Radiologist did not want to use it due to his belief it was damaged. Another tray was opened and where the syringe and the 8 french needle connected, it appeared to be bent. Md was able to use the catheter from the one tray and the needle from the other to safely proceed with the procedure.